Event description:
This event involved a patient who was undergoing a heartware lvad implantation on (B)(6) 2013. When the heartware lvad ((B)(4)) was attached to the sewing ring, constant oozing was reported next to the inflow cannula. The surgeon inspected the implanted pump and noted that part of the silicone ring was visible outside the sewing ring. He further reported that he had not specifically inspected for the silicone ring condition when preparing the pump or during the wet test. The pump was explanted and the surgeon noted that the silicone ring at the inflow cannula was broken and fell off after the explantation. A new pump ((B)(4)) was implanted using the original sewing ring. The site reported that the patient required four units of packed red blood cells during this procedure and was transferred to the intensive care unit in good condition and was extubated the next day. As of the date of this report, the patient had progressed and was on an intermediate care ward. Of note, this procedure was being performed without cardiopulmonary bypass support.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.